Event description:
A report was received that a patient was receiving multiple errors on his remote control following knee surgery where monopolar electrocautery was used. The physician has recommended that the ipg be replaced due to damage from the electrocautery.